Manufacturer narrative:
The most likely cause is patient factors, including coronary artery disease (cad), diabetes mellitus (dm), hyperlipidemia (hld) and chronic kidney disease (ckd). The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an unknown model mitral valve underwent a valve-in-valve procedure after an approximate implant duration of 9 years due to severe stenosis, leaflet thickening, and degeneration. The patient presented with chronic systolic heart failure with an ejection fraction of 40%. The procedure was performed with a 29mm transcatheter valve successfully. The patient was discharged on pod #1.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.